Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms. Based on heartmate ii complaint history and similar reported events, the data captured in the submitted log file is consistent with potential driveline damage; however, a specific cause could not conclusively be determined through this evaluation as no product was returned. The submitted log file contains data from 24jan2021 to 02mar2021. Driveline faults resulting in yellow wrench alarms were active throughout the entirety log file. Of note, these alarms were associated with the same wire phase as the driveline fault alarms previously addressed through MFR # 2916596-2019-04607. There were no other notable alarms active in the file. The pump speed remained above the low speed limit, and the system appeared to function as intended. The patient remains ongoing on vad-14499 with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient was admitted due to dizziness and headache. Routine logfile was sent to the manufacturer for routine analysis. According to the logfile, the debug value of a conductor pair went down. Hospital was to send x-rays for analysis and discuss next steps with the patient.